Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, where the reported failure was confirmed. Additionally, the device evaluation identified the following reportable malfunctions: slight wear of the light guide bundle in the insertion section, component failure of the light guide bundle, scratches on the charge-coupled device (ccd) objective lens, and component failure of the ccd objective lens. A definitive root cause could not be identified. However, based on the investigation results, the malfunction was likely due to a component failure in the universal cable, which caused the event image to appear greenish. The investigation determined that the most probable cause of the reported malfunction was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic, had an image that appears greenish. This issue occurred during service/maintenance (not in a clinical setting). There were no reports of patient involvement.